Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that she was about to bolus, tried to enter in the carbohydrates value, and the insulin pump kept adding up numbers. She stated that the numbers kept counting up when she already let go of the up arrow key. She stated that she tried to press esc, but this did not clear anything. She stated that she ended up taking the battery out in order to stop everything. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. Neither the up arrow or esc keys worked. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratched display window.